Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "lump" and "pain in cervical." Device remains implanted. Patient reported "capsular contracture baker grade 2", back pain, major mastalgia, "mammary prostheses of excess weight, which is causing back and cervical pain to maintain the load", "small hypoechoic nodule", "small peri-implant effusion", "risk of alcl". Patient additionally reported "minimum axis deviation to the right per lumbosacral column x-ray"; this event is unrelated to the device.